Event description:
Boston scientific received information that this device, which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, displayed an unexpected charge time measurement of 17.9 seconds. Technical services discussed follow up reccomendations. Approximately 2.2 months later, the device declared elective replacement indicator (eri), with an extended charge time measurement of 19.7 seconds. Upon device interrogation, a message noting unexpected telemetry error was displayed. Technical services discussed troubleshooting recommendations. The device was explanted. No date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
At this time, the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was interrogated and found to have a battery status of end of life (eol). Review of device memory confirmed the reported long charge time; however, charge times remained below that which will trigger a battery status of eri. Extended charge times during mid-life is normal device function. The device was then subjected to a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device passed all tests and functioned normally.